Event description:
Information was received from a manufacturers representative on (B)(6) 2016. It was reported that there was a pending alarm on a new pump in box that had no drug and was not implanted. The alarm was confirmed by telemetry, which showed that a motor stall occurred on (B)(6) 2016 with motor stall recovery on (B)(6) 2016. The software card used was noted as aar. The pump was not used and a backup pump was used instead. The cause of the motor stall was not determined. No further information was reported.